Event description:
Head breaks leaving plastic fragments in mouth [device breakage]. Consumer suspects oral b toothbrush heads are fake [suspected counterfeit product]. No adverse event. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b brushhead, version unk, continued to break and left plastic fragments in mouth. The consumer stated he believes the brush heads are fake. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot # not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.